Manufacturer narrative:
Eval summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter. We conducted a performance test on four (4) retained catheters from the same lot (742660) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. The post market surveillance risk management has shown that the catheter breaks are occurring within the estimated risks range. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. It is worth noting that I-flow's catheters are made a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Device inserted for post hysterectomy pain. Upon removal by surgeon, a 6" portion of tip broke and remained in patient. An additional surgery was performed to remove the piece. The patient was currently reported as doing fine.